Manufacturer narrative:
No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The k electrode lot number was dcg02, and the cl electrode lot number was dds21. The expiration dates for both electrodes were not provided. The calibration was last performed on 15-apr-2025, and it was acceptable. The qc was within the provided ranges. The field service engineer (fse) checked the instrument and found no cause for the issue. He replaced the sampling assembly, cleaned the lines from the vacuum pump to the solenoid valve, and replaced the solenoid valve. He then adjusted the vacuum nozzle, replaced the worn hose band with the gear band, adjusted the sample probe, and replaced the vacuum pump diaphragm. The fse performed checks, ion-selective electrode (ise) checks, calibration, qc, and precision studies, and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 8000 cobas ise module (ise 1). Results for the following tests were affected: potassium (k) and chloride (cl). K: initial result: 3.95 mmol/l. Repeat result: 4.44 mmol/l. Cl: initial result: 84.5 mmol/l. Repeat result: 97.5 mmol/l. The delta check notification accompanying another test result prompted the repeat of the sample on the same analyzer (ise 2). No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.